Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving hydromorphone 2mg/ml for a total dose of 0.8005mg/day, bupivacaine 30mg/ml for a total dose of 12.007mg/day, and compounded baclofen 300mcg/ml for a total dose of 120.07mcg/day via an implantable pump for spinal pain. It was reported that during a pump refill, a pump reservoir volume discrepancy was noted. Device interrogation/device data on (B)(6) 2017 revealed the interrogated reservoir volume (irv) was 13.7ml and the actual aspirated volume (aav) was 23ml. There was no associated signs or symptoms. No further diagnostics or interventions were planned/no action was taken. The outcome of the event was unresolved with no further action planned. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the cause of the volume discrepancy was not determined and the patient's baseline weight was not measured.